Event description:
It was reported that when the infusion set was inserted, the connector of the infusion set rotated upwards, causing the cannula to remain outside of the customer's body, and the cannula housing to unlock.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.